Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
Related manufacturer reference: 3005334138-2017-00068. During an atrial fibrillation ablation procedure, a pericardial effusion was noted. While performing transseptal puncture, contrast staining was observed in the aorta. Transseptal puncture was then reattempted with transesophageal echocardiogram guidance and shortly after, the left heart border movement was noted to be reduced on fluoroscopy. A transthoracic echocardiogram revealed a cardiac tamponade for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.